Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a significant bend of greater than equal to 90 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.0 x 20 promus premier stent was implanted. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the first inflation, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of nc emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a significant bend of >=90 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.0 x 20 promus premier stent was implanted. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the first inflation, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of nc emerge balloon catheter. There were no patient complications reported. It was further reported that the balloon ruptured at 18 atmospheres.